Manufacturer narrative:
Evaluation of the incident generator found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient experienced burn while diathermy was used.